Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution devices currently marketed in the us. Therefore MDR reporting criteria applicable to this event. PMA/5109k # similar device: k121430. The following additional information was requested: ¿how/in what way the device broke & as much additional information as possible as this device is not returning & the complaint is reportable. Could you also request if they can provide imaging. This info is needed asap." The following reply was received "no information about the incident and about the device". As no further information was available, and the device was not returned to cook (B)(4) for evaluation, the cause of the complaint could not be conclusively determined. With the limited information provided a document based investigation only could be completed. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for evo-fc-10-11-4-b of lot number c1271556 did not reveal any discrepancies that could have contributed to this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device broke during the procedure when they tried to put the stent in place. They took out the stent without difficulty. They put in place a new stent with the same reference. Adopting a conservative approach, FDA MDR report required based on precedence for 'deployment issue that results in the exposed stent removed from the patient with the delivery system."

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution devices currently marketed in the us. Therefore MDR reporting criteria applicable to this event. PMA/5109k # similar device: k121430. As no further information was available, and the device was not returned to cook ireland for evaluation, the cause of the complaint could not be conclusively determined. With the limited information provided a document based investigation only could be completed. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b of lot number c1271556 did not reveal any discrepancies that could have contributed to this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to cancel the initial report. Additional information received that confirms no part of the stent was deployed. This event has been re-assessed as no longer meeting the reporting criteria of an FDA MDR malfunction report. The device broke during the procedure when they tried to put the stent in place. They took out the stent without difficulty. They put in place a new stent with the same reference. Adopting a conservative approach, FDA MDR report required based on precedence for 'deployment issue that results in the exposed stent removed from the patient with the delivery system."